Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: for the first cdh25a device, when the "surgeon found out the rupture along the staple line", were there staples missing from the staple line? Or were the staples unformed or malformed? Unformed for the second cdh25a, what was done to address the torn mucosa and muscle layer? Used eea to complete the procedure. Was there any change in the post-operative care of the patient due to the event? Unknown when half of the jejunum was stapled, was the device partially fired? Or was the device fully fired but the staple was incomplete? Fully fired

Event description:
It was reported that during a total gastrectomy procedure, for the e-j anastomoses, first device was used. Right after firing, it seemed okay. But during surgery, the surgeon found out the rupture along the staple line. For the second anastomoses, a second device was used but only half of jejunum was stapled. Both mucosa and muscle layer were torn. An eea was used to complete the procedure. There were no patient consequences reported.